Manufacturer narrative:
Product was released for commercial distribution following the release testing criteria for heparin lock flush solution, ups monograph. Heparin products have been recalled due to over sulfated chondroitin sulfate (oscs) contamination of heparin sodium, recall number z-1543/1545-2008. The side effects of oscs are; nausea, vomiting and shortness of breath. Pt feeling the symptoms detailed above following administration of heparin i.v. Recall has been completed and closed as acknowledged by FDA on letter dated april 15, 2010.

Event description:
Received a letter from baxter healthcare via us mail on 04/09/2010, regarding MDR (B)(4) initiated by pts attorney with a "date of event" of (B)(6) 2007 and a "date of report" of 03/31/2010. The filed MDR provided the following event info. From (B)(6) 2007 to (B)(6) 2008, the pt received heparin sodium therapy (lot number, concentration, vial size and dose not reported) during dialysis. On (B)(6) 2007, the pt received heparin (non-baxter product) for heplock flush through the port. On (B)(6) 2007 at approx 12:24 p.m., the pt experienced difficulty breathing, chest pain, facial swelling, trouble swallowing (coded as difficulty swallowing), memory loss, in and out of consciousness (coded as consciousness fluctuating), fatigue, nerve problems (coded as nervous systems disorder nos), vomiting, welts, hives, and feeling weak. Action taken with heparin therapy was not reported. From (B)(6) 2008, the pt received heparin (non-baxter product) for maintenance of PICC line, oxygen and IV benadryl, outcomes were not reported.